Event description:
The valve pin does not fit into the valve which makes the closure and drainage impossible. Mail sent 16th/8 was there any damage noticed on catheter valve? There was no visible damage. Does access tip was not able to fit in the patient's valve? Yes, it didn`t fit because the rubber parts were displaced . Was there leakage? No. Where is the catheter located? Abdomen or chest? Chest. How long has the catheter been in place? Since (B)(6) 2022. How was the issue resolved? Valve was changed. Did they able to drain successfully ? After the valve was changed it was able to drain successfully. What was the impact to the patient? There was no impact on the patient. Is there a photo or a sample available showing the reported issue? Pictures and the product are available.

Manufacturer narrative:
(B)(6). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Manufacturer narrative:
Pr 5804858 follow-up emdr for device evaluation: one sample was provided to our quality team for investigation. The valve was taken apart to inspect the inner valves. The bi-directional valve is intact, no apparent damage to valve is apparent therefore, the reported failure mode was not confirmed. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. H3 other text : see manufacture narration.

Event description:
The valve pin does not fit into the valve which makes the closure and drainage impossible. Mail sent 16th/8. Was there any damage noticed on catheter valve? There was no visible damage does access tip was not able to fit in the patient's valve? Yes, it didn`t fit because the rubber parts were displaced . Was there leakage? - no. Where is the catheter located? Abdomen or chest: chest. How long has the catheter been in place: since (B)(6) 2022. How was the issue resolved? Valve was changed. Did they able to drain successfully: after the valve was changed it was able to drain successfully. What was the impact to the patient? There was no impact on the patient. Is there a photo or a sample available showing the reported issue? - pictures and the product are available.

Event description:
The valve pin does not fit into the valve which makes the closure and drainage impossible. Mail sent 16th/8. Was there any damage noticed on catheter valve? There was no visible damage. Does access tip was not able to fit in the patient's valve? Yes, it didn`t fit because the rubber parts were displaced. Was there leakage? No. Where is the catheter located? Abdomen or chest. How long has the catheter been in place since 02.08.2022. How was the issue resolved? Valve was changed. Did they able to drain successfully after the valve was changed it was able to drain successfully? What was the impact to the patient? There was no impact on the patient. Is there a photo or a sample available showing the reported issue? Pictures and the product are available.

Manufacturer narrative:
Pr (B)(4) follow-up emdr for device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. We would be very interested in examining product that does not meet your expectations and our quality standards. A photo of the defect could assist our quality team in their investigation. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis of the affected device. Examination of the product involved may provide clarification as to the cause for the reported failure. We regret any inconveniences this incident may have caused you and your facility. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3 other text : see manufacture narration.